Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted, after having been implanted for 36 months due a battery status of elective replacement indicator (eri). There was an allegation that the device declared eri prematurely due to long charge times.